Event description:
This is a spontaneous case report by a patient from (B)(4) of peritoneal cloudy effluent and pyrexia in an (B)(6) male patient coincident with dianeal pd therapy. On (B)(6) 2010, the patient contacted baxter (B)(4) technical service center and stated that he was advised to end the therapy due to peritoneal cloudy effluent and pyrexia. The outcome of the event and the causality were not reported. At the time of this report, no further information was available. There was no allegation of device malfunction. Follow-up information received (B)(4) 2010 from a physician: the event of peritoneal cloudy effluent and pyrexia were amended to peritonitis. On approximately (B)(6) 2010, the patient developed peritonitis. On an unknown date, he was admitted to the hospital due to the event. He was treated with vancomycin, ceftazidime and cefmetazole. Peritoneal dialysis was ongoing. As of (B)(6) 2010, the patient was recovering from the event. It is unknown if any bacteriological examination was performed. There was not a break in aseptic technique. The cause of the event was unknown. The physician considered that the event was not related to dianeal n therapy. There are no allegations against any baxter products or solutions in the case of peritonitis.

Manufacturer narrative:
(B)(4). Product is unknown therefore a 510k number will not be populated in this report. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.